Event description:
Olympus medical system corp. (Omsc) was informed that during endoscopic retrograde cholangiopancreatography (ercp), the doctor couldn't withdraw the device from the patient. The nurse explained that the pipe had snapped in the handle and they had to cut the sheath to get scope out. They managed to remove the scope and left the basket wire and sheath only. Also she informed that they couldn't remove the sheath because the basket wire was pulled with it. After a few days, we found that the basket wire and the sheath had been removed via surgery.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for investigation. The investigation confirmed that the pipe was broken at the junction with the wire. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the manufacturing record of the same lot. In addition, the basket was deformed. Therefore, omsc considers that the condition of patient or calculus caused the failure of crushing calculus and the breakage. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.